Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented in the clinic due to packet stimulation. Upon interrogation, the pacemaker exhibited a high capture threshold on the atrial lead. Programming changes were made. The patient's condition was unknown.